Manufacturer narrative:
To date, playtex has not received any reports of similar incidents involving any of its products. The product was received by the company on april 24, 2017, for inspection and an investigation is under way. The root cause has not been determined.

Event description:
On (B)(6) 2017, a consumer contacted playtex to report an incident involving a playtex gentle glide tampon. The consumer reported that instead of a pledget, the applicator for a tampon she used contained a foreign article, which she later discovered was a rolled up pantiliner. The consumer stated she purchased a box of tampons at a (B)(6) store. She reported using only one tampon out of the box and that the box did not appear tampered with. She states she did not see a string but thought it was inside the tube. Later, consumer and her boyfriend attempted to remove the product and could not, so she sought medical attention at an emergency room. No tampon was found but the doctor removed a pantiliner with a string. The doctor prescribed metronidazole 500 mg and advised the consumer to follow up with her gynecologist after completion of the medication. As of (B)(6) 2017, no appointment had been made.